Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No damage was found on the lcd isolation tape during our visual inspection. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the backlight of the insulin pump will turn on but there is nothing else on the screen. Customer stated there are no icons at the top and the main menu will not come up. Customer stated that there is a darker place on the back but she cannot tell if it is a crack on the pump. Customer stated that she does work outside with the pump on and she does sweat a lot. Customer was advised to insert a new battery. Customer stated that the display did not return. Customer is using the bolus button and down arrow button to turn on the backlight. Customer stated that using the down arrow button also works. Customer was advised that the pump will need to be returned and replaced.